Event description:
It was reported that during a meniscal repair surgery following standard procedure, t1 and t2 were deployed at the same time. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No suture or ts remain on the insertion needle but were returned. Examination of the construct showed the suture has been cut proximal to t2. Ts show no abnormalities. The condition of the device indicates that during placement of t1 the trigger was inadvertently advanced causing the simultaneous deployment of t2. This investigation could not identify any evidence of product contribution to the reported complaint.